Manufacturer narrative:
This report is being submitted to provide information reported by the customer, and the investigation findings. The device referenced in this report has been evaluated by olympus. Physical evaluation of the complaint device reveals: the scope passed the dunk test. The forceps cover glue is cracked and peeling. The elevator channel plug is loose. The scope connector is loose. The user's report of loose angulation control knob is confirmed. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: there is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. Since the distal end is damaged, it can be seen that external force was added to the tip. In addition, although approximately one year and nine months have passed since manufacturing the causal relationship is unclear as to whether it was affected by aging deterioration.

Event description:
It is reported during an unspecified procedure using an evis exera ii ultrasound gastrovideoscope, the angulation control knob was found to be too loose. There was no patient impact related to this occurrence.